Event description:
It was reported by the customer that their insulin pump's battery cap was damaged. Advised customer would be sent battery cap to rule out other causes and to monitor device. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unit received with stripped battery cap coin slot. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).